Manufacturer narrative:
(B)(4). B. Braun medical inc. Is submitting a single report on behalf of b. Braun (B)(4)(the manufacturer), and (B)(4). This report has been identified as b. Braun internal report # (B)(4). The actual device in the reported incident has been returned for evaluation. The sample and all available information were forwarded to the manufacturer, b. Braun (B)(4). Their investigation is on going at this time. A follow up report will be submitted when the results of the investigation become available. They received the batch record for the reported lot and no defects were found at in-process inspection or at final process inspection. The process cards showed no abnormalities.

Event description:
Reference imp# (B)(4).